Manufacturer narrative:
Log file analysis review date: 08/25/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 2 critical battery alarms have been logged, one on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02250 and 3007042319-2015-02251) submitted for devices related to the same event.

Event description:
It was report from (B)(6) that the "patient observed an abnormal battery behavior - switch back to the lower capacity battery." Battery was "replaced from hospital stock." No additional information provided. Investigation is ongoing. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and premature power switching events. Analysis of bat204956 revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cells. This is one of two reports (3007042319-2015-02250 and 3007042319-2015-02251) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.